Event description:
The MFR was made aware of a death by the decedent's wife. She alleges the comfort select mask used with continuous positive airway pressure (CPAP) device had caused a "pressure sore" on the husband's forehead, leading to the decline in his health and subsequent death. She alleges that although her husband had many health issues, she felt the "wound" he developed while using the mask led to hospitalization and subsequent death 3 months after he was discharged from the hosp. Despite numerous requests by the MFR, the mask has yet to be returned for eval. Upon completion of the MFR's investigation, a f/u report will be filed.